Manufacturer narrative:
Delivery date raphael color sn (B)(6): 2013-04-30. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "the report from hospital say: the instrument department found the ventilator with poor tidal volume in the cardiovascular and major vascular surgery care unit when arranging the metrological verification and calibration of the ventilator in the whole hospital event cause analysis description: internal component failure caused by frequent use".